Event description:
Code stemi patient. After ballooning, went in with fetch catheter to aspirate clot from coronary artery, catheter split into 2 pieces at y-connector where it enters into the patient. We were able to pull back and get both pieces out. We then switched out for a new catheter with no complication. Lot 192916, ref material num, (B)(4).